Event description:
Reporter allegedly obtained a blood glucose value greater than 700 mg/dl which is outside of the numeric reading range of 10-600 mg/dl on the advantage system. Values > 600 mg/dl should display as "hi." No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.